Event description:
Multiple low readings (70 and below) on libre3 plus sensor. Rechecked with finger stick, and glucose readings were in normal range (114-125). Per the website, this s/n is not on the recalled devices list. I am also attempting to report the issue with the manufacturer (abbot labs). 111 on finger stick test strip.